Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The pt reports her blood glucose was high she gave a bolus via the pump which did not lower her blood glucose. She reports that she then gave an injection of insulin, which also did not help. She was brought to the hospital where upon admit her blood glucose was 703 mg/dl. She was treated with IV fluids, and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.